Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported poor field of view is due to lens damage. Also, the rigid out tube has (ribbed) indentations near the gold-colored tip. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer ir telescope was returned for an image defect, ¿poor field of vision. The customer reported problem was found at an unspecified event. The repair inspection found lens damage. No death, injury or harm has been reported to olympus. This report is being submitted to capture lens damage.

Event description:
Additional information was obtained and revealed the subject device was inspected prior to use. An abnormality observed was described as foreign matter contamination. The event was confirmed to have taken place during an unknown procedure, and the procedure was completed with the use of another device.

Manufacturer narrative:
Additional information related to b3, b5, and g2 have been obtained and provided. Corrected data related to e2 and e3 have been obtained and provided too. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/broken lens could not be identified. However, it¿s likely the cause is related to user error, improper handling, and the application of excessive force. Olympus will continue to monitor field performance for this device.